Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump was found to have a flow rate accuracy that was close to the upper limit but was still within the specifications of the device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative adjusted the flow rate and occlusion detection sensor and wiped the device for it to be clean. The pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that when checking the flow rate of the device it was found that the accuracy exceeded the upper limit. Even after replacing the cassette, it was still close to the upper limit. There was no patient involvement.